Manufacturer narrative:
A field service engineer was dispatched who conducted on-site follow-up with the customer.the fse decontaminated the system according to protocol.the pre-filter was replaced. On 02-feb-2017 the instrument was decontaminated again allowing the fluid to remain in the system for 30 minutes.on 07-feb-2017 the buffer valves 1 and 2 were replaced. The instrument returned to normal operation. The most probable cause of the reported event was due to a defective waste pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017,a customer reported 1303 hvar after the a0 peak on every sample with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2017 to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.